Event description:
Customer reported the female luer on the triport set was found cracked, and leaking out blood. The pt did have a 3gm drop in the hct from the previous check, but no intervention was done for that. The pt was given a dose of vancomycin because of the leak in the central line. Although requested, no further pt or event info was provided.

Manufacturer narrative:
MFR's report date: 9/24/2009. The product is available at the facility's site, and it has been requested to be returned for investigation. It has not been rec'd. A follow up report will be submitted if further info is obtained.